Event description:
Per the health care professional, the electrode array of the pt's device was not placed in the cochlea during the initial implantation surgery. The child was explanted and reimplanted with another brand of implant.